Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device has not been returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty stenting treatment procedure, the stent moved on the delivery balloon. The 99% stenosed eccentric lesion was located in the moderately tortuous and severely calcified left common iliac artery (cia). The lesion was pre dilated with a non-bsc balloon. The 8.0x30x75cm express vascular ld stent delivery system encountered difficulty crossing the target lesion. During removal resistance was encountered, and it was confirmed that the stent moved distally on the delivery balloon. The procedure was completed with the implant of a 8.0x37 express ld stent. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.